Manufacturer narrative:
Updated final grids.

Event description:
This report is based on information provided by philips biomed equipment service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that device paddles are broken. Based on the information available and the testing conducted, the cause of the reported problem was not exactly identified. Based on the information available, customer is having a spare of paddles and replaced to fix the issue. A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after paddles are replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported there was damaged wires causing the device to not charge.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation.